Manufacturer narrative:
Based on the information available, a causal relationship between the event of peritonitis and the liberty cycler or liberty cycler set cannot be ruled out as the patient reported a leak, however, the patient brought the set to the clinic where the nurse inspected it and no damage was observed on the tubing set or cassette. The device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past 3 months. The entire set of lots have been sold and distributed. Batch records for the lots identified were reviewed and confirmed there were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
On (B)(6)2017, it was initially reported by the peritoneal dialysis (pd) registered nurse (rn) that this patient, on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) since (B)(6)2014, reported a potential leak from the cassette. The patient woke up still connected to the cycler and found fluid on the floor which the patient indicated coming from the cassette. Treatment had completed and the patient disconnected from the cycler. The patient brought the cassette to the pd clinic and no damage was observed on the tubing or cassette. The pd effluent culture was positive for gram positive cocci and the patient was prescribed with vancomycin 1000mg (route, dose, duration unknown) for a diagnosis of peritonitis. The patient was not hospitalized and continues to complete rrt with the cycler with no reported issues.